Event description:
It was reported that during the procedure, while using a 014 whisper ms guide wire as support for placement of a PICC (peripherally inserted central catheter) line to the right atrium for delivery of ostiomyelitis medication, resistance was felt against the anatomy while advancing the whisper ms, and, though no force was applied, the floppy radiopaque portion of the distal tip of the whisper ms guide wire separated in a very small branch of the superior vena cava and settled in an unspecified non-critical collateral vessel. Thus, no intervention was performed and the tip was left in the anatomy. The PICC line was not placed and the procedure was aborted. There were no adverse patient sequelae, however a clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wire instructions for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty and percutaneous transluminal angioplasty. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. The guide wire is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.